Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation of the device by the manufacturer's field service engineer, the customer's complaint was confirmed. The technician recommends the three-way solenoid valve be replaced to address the issue. The device is being sent for bench evaluation. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported the incorrect evaluation results coding. The correction has been made to reflect a mechanical problem.